Manufacturer narrative:
07/15/2015, a medtronic representative, following-up at the site, reported the patient condition was scoliosis. - return requested. Replacement collimator 2-axis with ladder shipped to site. Suspect collimator 2-axis with ladder returned to manufacturer on 07/21/2015 and is currently under analysis. - return requested. Replacement motion control box rotor shipped to site. Suspect motion control box rotor returned to manufacturer on 07/21/2015 and is currently under analysis. - return requested. Replacement collimator shipped to site. Suspect collimator returned to manufacturer on 07/21/2015 and is currently under analysis. - return requested. Replacement motion control box rotor shipped to site. Suspect motion control box rotor returned to manufacturer on 07/21/2015 and is currently under analysis. - return requested. Replacement collimator 2-axis with ladder shipped to site. Suspect collimator 2-axis with ladder returned to manufacturer on 07/29/2015 and is currently under analysis. - 07/13/2015 a medtronic representative performed an imaging system check-out, imaging and safety areas passed. Mechanical test failed. Collimator error - system down. - 07/14/2015 a medtronic representative performed an imaging system check-out, imaging and safety areas passed. Mechanical test failed. Collimator error. Medtronic representative replaced rotor mo controller, testing failed, replaced collimator, testing failed. - 07/16/2015 a medtronic representative performed an imaging system check-out, imaging and safety areas passed. Mechanical test failed. Collimator error, no 2d or 3d. Medtronic representative replaced collimator - adjusted alignment, tested, system ready for use. Mechanical failure resolved. - 07/22/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. - 07/27/2015 a medtronic representative, following-up at the site, confirmed that system is fully operational after completion of work order. Issue resolved.

Event description:
A medtronic representative reported that, while in a spine procedure, they attempted to use the imaging system. This procedure was for a deformity, later identified to be scoliosis. The imaging system was brought into the room before the procedure, without issue or any indication that something may be wrong. The imaging system was brought into the field, they attempted to take an anterior posterior (ap) picture, however, nothing happened. They tried the foot switch with no resolution. The imaging system was re-started and they received a collimator initialization error. Prior to this point, there were no error messages. The site attempted to re-start mobile viewing system (mvs) and imaging system applications, which brought no resolution. A hard re-boot did not resolve the issue. The use of the imaging system, and the navigation system, was discontinued, and 2 c-arms were brought in to continue the procedure. The surgeon opted to continue and completed the procedure without the use of the navigation system, or the imaging system.. There was no impact on patient outcome.

Manufacturer narrative:
The 1st rotor box was tested and confirmed reported problem "collimator initialization error". When rotor box was installed in the o-arm test system, system booted up with "collimator initialization error". Defective rotor control box. Failure mode: electrical (defective rotor control box) the collimator was tested and the pulley wire for the x-blades was hanging off the wheels and the pulley spring was extremely stretched out. With the pulley wire loose it can't be tested in the system. Failure mode: electrical (pulley wire stretched out) a 2nd rotor box was successfully tested and no faults found. Could not confirm reported problem. Rotor box was installed in the o-arm test system and ran without any issues. The collimator (2-axis) was tested and confirmed reported problem "initializing collimator". When collimator was installed in the o-arm test system , o-arm system had "initializing collimator" error at power up. Collimator filter ladder would get stuck during its homing. Collimator also failed bench level test. Failure mode: electrical (defective collimator) in conclusion, all of the components above, except the 2nd rotor box, had electrical issues that contributed to the cause of the reported event. These components were replaced and the system was fully functional.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The suspect collimator was returned and tested: testing confirmed the reported problem "upon power the x-axis following blade was jammed." Collimator was installed in a test o-arm system. During power up, system displayed "collimator initialization error". X-axis blades were jammed up and caused the error. Collimator was removed from the test system and it was confirmed x-axis blades were jamming when tested on bench test fixture. Defective collimator. Electrical malfunction.